Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event and treatment details were not reported. Physioneal and extraneal therapies remained ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.